Event description:
After pt was anesthetized, the practitioner could not raise the o2 concentration - there was inspiratory co2. Practitioner was also unable to raise gas concentrations despite high flows of gas/o2 circuit was changed and biomed notified. No injury to pt.